Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer was performed and signed service installation record (sir). The device meets specification as per service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user skipped the gas change and the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile shows two successfully performed treatments on that day. The reported treatment could be identified in the logfile. The user performed an energy check. However, it is recommended, that an energy check is performed before each patient. The measured energy was stable. The logfile shows that the reported treatment of right eye was aborted by user. Three three seven nine shots were requested, one seven one shots were fired before the treatment was cancelled. The treatment was interrupted three times by the info message ¿no pupil detected. Adjust patient and go on with laser pedal¿, indicating, that the surgeon had problems centering the patient's pupil. According to the logfile, eyetracker was activated. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. During phone support by the local field service engineer, testing and simulated treatments were performed. No error could be reproduced during the testing. The eyetracker was working as specified. The patients procedure was finished on a different excimer device. No unexpected surgical outcomes were reported. No product is expected to return for investigation no technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that system brief loss of eyetracker in the unknown eye of a patient during refractive surgery.